Event description:
The lead migrated. The pt had an appointment to see her hcp to discuss the problem. The pt also encountered problems with recharging her implantable neurostimulator due to coupling and communication issues. No pt symptoms were reported. No device troubleshooting was reported. Additional information has been requested. A f/u report will be submitted if additional information becomes available.